Event description:
The report received from the affiliate states that the hub was crushed in the packaging making it impossible to inflate with the syringe. It was detected by the physician prior to the intervention. The patient is a (B)(6) male. The target lesion location was the mid left anterior descending (lad) artery. There was no damage to the outer packaging. The product looked normal when removed from the package. During preparation of the device, when the syringe was attached to the hub, it was noticed that the hub was cracked. It was noted that there was no excessive force used to connect the syringe to the hub. The product was not used in the patient. Another device was used to successfully treat the lesion.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.